Manufacturer narrative:
H6: the initial reporter did not provide ventec with a valid device serial number. As a result, section d4, model #, catalog #, serial # and primary UDI # are all unknown. Additionally, section h4 device mfg date shall be left blank. Ventec has made multiple attempts to contact the reporter in order to obtain this information, but no response has been received. A react health ventilation product support specialist spoke to the initial reporter, and together they confirmed that the device had different presets with different settings. In one preset the alarms were turned on, and in the other preset the alarms were turned off. This resulted in the device only alarming when it was using the preset where the alarms were turned on. Based on the information available, the investigation concluded that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. The reporter advised that when the patient circuit had disconnected from the patient's trach, it did not provide a patient circuit disconnect alarm. There was patient involvement with the reported event, however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient and event, but no response has been received.